Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the needle clipping device safe clip the safeclip was not clipping or was jammed. The following information was provided by the initial reported and translated from (B)(6) to english: the customer stated ¿the patient's father reports the inconvenience he had with the needle cutter since it does not allow the needle to enter the hole for cutting, as it would be sealed.¿